Event description:
It was reported that the cartridge was cracked and fluid leaked into the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, and eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.